Event description:
Healthcare professional reported left side ¿rippling, "capsular contracture baker grade unknown". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rippling, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side removal was noted as ¿rippling, cap con¿ baker grade not specified. Manufacturer of the device was unknown. The device has been explanted.